Manufacturer narrative:
A supplier corrective action request (scar) was issued to the bovie tip supplier covidien. Root cause: covidien was unable to determine the true root cause, due to lack of the sample. Corrective action: there were no corrective actions taken by covidien, because the root cause could not be determined. Per supplier covidien, the manufacturing records for each device are thoroughly reviewed to ensure the product meets its quality specifications. The investigation is complete at this time. No further information is available at this time. We will provide follow up report if additional information becomes available.

Manufacturer narrative:
Investigation summary an internal complaint (call (B)(4)) was received indicating that a bovie tip contained within a convenience kit (part 89-4082, lot 53217385) malfunctioned during use. No patient injury was reported. The investigation is currently ongoing. When new and critical information is received, this report will be updated.

Event description:
The bovie tip contained in the convenience kit was defective. The surgeon was unable to control on/off. No injury to the patient reported.